Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the triggers were sticking. It was further determined that the control lever magnet was loose, the coupling head was worn, the electric motor was making a loud noise when running, and the trigger sleeves were worn. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the small battery drive device had intermittent operation. It was reported that there was no delay in the procedure as a spare device was available for use. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.